Event description:
Incident was reported to the manufacturer by the user with additional information provided by the treating physician. The patient states that the lenses were instilled in the eyes on 27 august and experienced eye pain and tearing, the following day the patient sought medical treatment. Records indicate that the patient was treated in hospital 28 august to 31 august. The patient was diagnosed with contact lens related keratitis in both eye with central corneal infiltrates and was treated with polyspectran, inflanefran forte (prednisolone acetate), and corneregel with significant improvement. Patient was instructed to discontinue lens use for 2-3 weeks. Good faith efforts have been made to obtain additional information without success. As of the date of this report, additional information is unknown. This event is being reported, and an abundance of caution due to reported condition, hospitalization, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Investigation found no issues or non-conformances with the device, no trends identified. No root cause could be established, the relationship between the coopervision device and in the incident is unconfirmed. As the patient experienced incidents in each eye and was using a different device in each eye, please refer to manufacturer report reference (B)(6) 9614392-2022-00031 for associated incident.